Event description:
Customer reported the system is displaying control panel errors and unit was beeping like it's making x-rays without pressing button. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate problem. Flashed nodes, replaced generator interface board and mainframe control panel processor. Checked 5vdc on mainframe ps1. Measured 5.09vdc on the fluoro functions board, and reseated mainframe circuit boards. Tested system operations. System operates as intended.